Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17220089 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an ipsilateral approach was made with a non-cordis guiding sheath and a non-cordis guidewire crossed the lesion. Then a saber 5mm 15cm 150 was inserted for a pre dilatation, however it ruptured at 12 atmospheres (atm) during its initial inflation of 30 seconds. Therefore it was replaced with a new non-cordis balloon catheter and completed the procedure. The lesion was the right superficial femoral artery. The lesion had sequential heavy stenosis. There was no reported patient injury and the device has been discarded in the hospital. Additional information has been requested.

Event description:
As reported, an ipsilateral approach was made with a non-cordis guiding sheath and a non-cordis guidewire crossed the lesion. Then a saber 5mm 15cm 150 was inserted for a pre dilatation, however it ruptured at 12 atmospheres (atm) during its initial inflation of 30 seconds. Therefore it was replaced with a new non-cordis balloon catheter and completed the procedure. The lesion was the right superficial femoral artery. The lesion had sequential heavy stenosis. There was no reported patient injury and the device has been discarded in the hospital. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). A non cordis indeflator was used. The same in deflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 12 atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
The following sections have been updated accordingly: as reported, a 5x150mm 150cm saber percutaneous transluminal angioplasty (pta) catheter was inserted for a pre-dilatation, however it ruptured at twelve (12) atmospheres (atm) during its initial inflation of 30 seconds. Therefore, it was replaced with a new non-cordis balloon catheter and completed the procedure. There was no reported patient injury. The lesion was the right superficial femoral artery. The lesion had sequential heavy stenosis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). A non-cordis indeflator was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). An ipsilateral approach was made with a non-cordis guiding sheath and a non-cordis guidewire crossed the lesion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 12atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17220089 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (sequential heavy stenosis) may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.